Manufacturer narrative:
This information was inadvertently left off of the initial MFR. Report.

Event description:
It was reported by the company representative that he spoke with the surgeon. The company representative noted that the surgeon stated he had been thinking about the m106 implant case and how maybe he (the surgeon) was not giving his patients enough time to go all the way under after the anesthesia was administered. It was reported by the company representative that the surgeon is very fast at performing vns implants and the surgeon can typically perform the surgery in about 35 minutes. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Detailed operative notes were received and reviewed by the manufacturer. It was stated that upon system diagnostics, the patient did have a transient, approximately 5 seconds, episode of asystole. This asystole spontaneously resolved without intervention. After the asystole, the device was run for 5 cycles at 0.25ma and there was no evidence of abnormal cardiac activity. It was noted the patient was admitted for an overnight observation due to the observed asystole; however, there was no mention of patient movement during diagnostics. No additional relevant information has been received to date.

Event description:
It was reported the patient experienced asystole after being implanted with the m106 vns generator. It was found while running diagnostics the patient jumped and then the asystole occurred for approximately 15 seconds. The surgeon asked the anesthesiologist to put the patient in a deeper sleep. The movement was noted to happen about halfway through the system diagnostic sequence. The generator was then programmed to the lowed output current. The generator cycled for a period of six minutes. Asystole was not seen during normal programmed cycles. Heartbeat detection was found to be accurate. The generator was then programmed and left off. The surgeon suggested that every increase in settings should be done in a controlled setting since asystole was observed at 1.0ma when diagnostics were run. Additionally it was reported the surgeon is very concerned that running diagnostics is somehow potentially interfering with another nerve that is awakening the patient from their anesthesia sleep. It was noted the movement was only happening when running system diagnostics.

Manufacturer narrative:
Serial #, lot #, and exp date; corrected data: this information was inadvertently left off of supplemental #02 MFR. Report. Device manufacture date (mo/day/yr); corrected data: this information was inadvertently left off of supplemental #02 MFR. Report.

Event description:
The DHR was reviewed and found complete and the device passed all testing prior to distribution.

Manufacturer narrative:
(B)(4).